Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The front panel was not functioning. In addition, the following non-reportable malfunctions were found during the device evaluation: dust was found inside the unit and corrosion was present on the rear panel and printed circuit boards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that while using the visera elite video system center, there was an issue with the front panel light emitting diodes (leds) not glowing and only working intermittently. The issue occurred during preparation for use, and the diagnostic hysteroscopy procedure was completed with a similar device and without delay. There was no patient harm associated with the event.